Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of an overdelivery. The device was returned to the biomedical engineering department with an unsigned note that stated, "250ml lipids infused over 1-2 hours." The customer reported that the device was programmed to deliver 250ml lipids at 21ml/hour. After an hour, the nurse reportedly noted that the infusion was completed. Specific event details were not available. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.